Manufacturer narrative:
A medtronic representative went to the site to test the equipment. After replacing the three potentially faulty parts, the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The hardware investigation found that the reported event was related to an electrical issue. Specifically, the investigation confirmed the reported problem " x-ray bar continuously scrolling" due to a short in the relay board; relay failed bench test. The reported failure also resulted in two fuses being blown, as confirmed upon return. This event was identified during a retrospective review as discussed with the (B)(6) district office on (B)(6) 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the medtronic imaging system went into standalone mode with the x ray bar continuously scrolling. On site examination found the x-ray solid relay malfunctioning and the fuses f4 and f10 blown. There was no reported delay to the procedure due to this issue. And no impact on patient outcome.